Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the actual device was received for evaluation. Visual inspection of the device did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed without any issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that buretrol IV solution administration set had air in the delivery line. The air bubbles were found where the tubing left the pump. The device was being used with an unknown infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.